Event description:
It was reported that the anesthesia system failed the safety valve, flow transducer and leakage test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) replaced the air gas module and cleaned the safety valve which resolved the issue. The function tests were performed with positive results. The replaced part was kept by the customer and not returned. Therefore, no further analysis or technical investigation could be made. Our conclusion, based on the fse finding, is that measures taken solved the reported issue.